Event description:
Ninety-five year old female patient had permanent pacemaker implanted 10/10/89. During outpatient visit with doctor it was revealed that pacemaker not functioning properly. Patient referred to hospital for pacemaker replacement. Determined lead had fractured causing the pacemaker battery to run down. Old lead capped and left inside patient. New pacemaker and lead implanted 1/10/94.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: connection or adapter failure loose, corroded, broken set, early eol, rrt indicator - end of life. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.